Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to receiving an error on the non-tandem continuous glucose monitoring system, the basal software was unable to suspend insulin delivery. The customer experienced ongoing low blood glucose levels. Customer declined to perform troubleshooting with tandem technical support.